Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no pt involvement. There was no report of pt injury or harm.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.